Event description:
It was reported to philips that the system gave an unspecified collimator error, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned coronary treatment was completed on the same system with the limited collimator functionality. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave a collimator error. Analysis of system log file shows collimator error. To resolve the issue, fse replaced and returned the collimator to philips for further analysis. The analysis of collimator confirmed that the malfunction was due to failed x shutter. After the replacement of collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.